Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, an issue related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue. A high temperature alarm condition was also found in the device's downloaded error log. The ventilator's inlet air path assembly was replaced to address the issue. The inlet air path was found to have tobacco contamination.